Event description:
It has been reported to philips that the allura system would not boot up. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system was not booting up. Review of the system log file showed that system start up not succeed. Upon functional testing, fse identified that system software crash leads to system boot up issue. Fse reloaded the software backup and did system configuration. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.